Event description:
A physician attempted an arteriotomy closure using a proglide device. During the procedure, the foot broke off and was unable to be retrieved. A second proglide was used to achieve hemostasis. The patient was monitored for several hours and was discharged. Patient was reported as doing fine.

Manufacturer narrative:
There was no malfunction detected on the returned device that could have contributed to the reported complaint. Review of the device history record for this lot did not produce any findings relevant to this investigation.